Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/8/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: in event description mention pull off suture needle and suture broken, could you please clarify if both issue occurred, if not please clarify what of the two issues occurred? Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00203.

Event description:
It was reported that a patient underwent an implant implantation surgery phase 2 procedure on (B)(6) 2023 and suture was used. After the patient underwent surgery implantation surgery phase 2 to place a gingival shaping device, the suture was performed. During the suture process, the suture was broken. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.